Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2003 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Plaintiff is alleging leg swelling, pain in legs and pelvis and that the filter is occluded.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2003. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, leg swelling, pain in legs and pelvis, filter occluded'. Cook will reopen its investigation if further information is received. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported leg swelling, pain in legs and pelvis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 15jun2018 as follows: as per CT results, pt. Further alleges caval perforation and tilt.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - leg swelling, pain in legs and pelvis, filter occluded, vc perforation, tilt". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter. Unknown if the reported leg swelling is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information reported at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated 19oct2016, final report for abdominal/pelvic CT reports, "there is an ivc filter in place. There is complete occlusion of the inferior vena cava below the level of the ivc filter. There is superior extension of thrombus material above the ivc filter as stated above. A small portion of the thrombus material is floating within the inferior vena cava superior to the ivc filter."